Manufacturer narrative:
"Product problem" and "adverse event" on the initial MDR should have been checked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2014, he was at home when he experienced sweating, trembling, and feeling weak. Customer's wife treated him with an injection of glucagon and no additional third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. 'Product problem' was incorrectly selected on the initial 30-day report. Correct selection is 'adverse event'. Section has been updated to reflect this edit.